Event description:
The cable going through the metallic links tore at the base at the point of clamping the aorta during surgery. Customer did not indicate an injury. Add'l info will be requested from them. Add'l info received from the international contact, stating that there was no injury to the pt; the surgeon extracted the clamp & closed the aorta with their fingers until the nurse gave him another clamp.